Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary it was reported that the implant at tooth location 36 was removed due to fracture at implant connection. Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 61970719. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61970719 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth location 36 was removed due to fracture at implant connection. Additional appointment required: yes, to place a new implant.